Event description:
On (B)(6) 2013 it was reported that the patient's generator was received for product analysis at settings indicative of a faulted system diagnostics test; output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=0ma/magnet on time=30sec/magnet pulse width=500usec. No adverse events were reported to have occurred due to this change in settings.

Manufacturer narrative:
Analysis of programming history.